Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 6 years post-implant of bifurcated device, and an infrarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation, hence device evaluation could not be performed. However, intra-operative images were reviewed by a clinical representative and confirmed the reported endoleak. The cause of the reported event could not be determined based upon the available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from this lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Endoleaks are an inherent risk of the procedure.